Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they "haven't been feeling the best" since their car accident and were concerned that their implantable pulse generator (ipg) was not working properly anymore. No further information could be obtained after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.